Manufacturer narrative:
The returned valve met the requirements for patency, siphon, and valve flux. The valve did not meet the requirements for pressure-flow, preimplantation, and reflux testing proteinaceous debris was observed on the exterior and interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt systems. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the valve did not meet the requirements for leak testing due to damage near the outlet connector. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was doing great on (B)(6) 2019 with a 1.0 setting. It was stated they had a brain and spine MRI, and immediately following the MRI, the valve read 2.0. It was reset easily at 1.0. The patient came in 2 days later and was experiencing vomiting, bradycardia, and had big ventricles. The valve was still set to 1.0 as checked with the programmer. An emergent shunt revision where pressure manometerized through the valve never dropped below 18 and fell slowly from 50-18. The valve was replaced with a new one which manometerized immediately to 5.